Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented being septic. The physician states that the implant wound was not healing and staying open during post-implant follow-ups. The patient did not want to explant the device due to improvement in quality of life since implant. However, the system was explanted. The patient was stable.